Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter.

Event description:
Information was received from a consumer regarding a patient currently receiving saline and previously was receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was inquiring what the catheter was made of and if there was a plug for the catheter port when the pump was removed. The patient reported they had their pump removed and cannot get it to seal back up. The patient reported the pump was removed and leaking and the healthcare professional (hcp) did a blood block, drew 30cc of blood, and injected it in the patient's spinal column to "plug the line"/catheter, but it did not work. The patient wanted the pump removed because they could not get "branded dilaudid" in the pump and they cannot use anything else. It was noted when playing with grandkids it hurts and they did not see a reason to have the pump since they could not get the correct medication in it. It was noted only hydromorphone could be put in the pump and the patient was allergic to it. It was noted that the catheter was leaking in their stomach right now and they were getting spinal headaches from the leaking. The hcp tried to plug the catheter 3 times, but was unsuccessful. The patient noted going through pain and hell and it was not right. The patient suggested something should be developed to remove the pump and plug the catheter easily if someone does not need it anymore and not hanging out in the belly. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-oct-02 reported having trouble with the pain pump because the healthcare professional (hcp) cannot "seal it up/plug the catheter." It was noted the patient was having leakage causing spinal headaches and the patient was experiencing pain. The patient can only have brand name dilaudid and can have nothing else "no additives." No furthercomplications were reported/anticipated.